Event description:
Customer reported smeling insulin and noticed there was wetness at the infusion site. Customer stated that she discovered a bent cannula that never made it inside of her body; cannula was bent on the surface of the skin. Customer reported noticing the issue when she received a reading of 365 mg/dl; was able to self-treat. Customer alleges the linkassist did not fire correctly causing the bent cannula. No adverse event reported. Requested return of the alleged infusion set and linkassist for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.